Event description:
It was reported that the patient complained of having pain near the pacemaker, especially when laying on side on the couch. The patient also reported having "red marks" on the skin over the pacemaker. Follow up with the physician's office did not provide any additional information as the patient has not been seen. The device is sill in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.